Manufacturer narrative:
A system check was performed and met the specifications. The date and data were not provided. While troubleshooting with bci hotline, it was discovered that the reagent pack was shared between the customer's two access systems. Bci customer technical support (cts) advised the customer to unload and discard the affected reagent pack and delete the pack from reagent inventories on both instruments. The customer loaded a new, un-punctured reagent pack on the instrument and ran qc. All accutni qc results were within the established ranges. User error is the root cause for this event.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to troponin (accutni) results of 0.00 ng/ml with ind flags generated by access 2 immunoassay system for all levels of qc. The results were not reported out of the laboratory. No patient samples were analyzed during this event. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. .